Manufacturer narrative:
Updated fields: b4, d1, d4(version or model #, catalog #, unique identifier (UDI) #), d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: e2, e3 is unknown (initially it is submitted as "other healthcare professional"), g2, h6(health effect ¿ clinical code). It was reported that the cs300 intra-aortic balloon pump (iabp) had just stopped working. A getinge field service engineer (fse) is unable to find any issue with the unit. Removed and replaced safety disk due to hours. The unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The unit passes all functional and safety tests. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. The patient involvement is unknown.

Event description:
N/a.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit stopped working. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.